Event description:
It was reported that the patient presented in-clinic for a follow up check. The implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. Programming changes were made on the device. No patient consequences.